Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. The customer's blood glucose (bg) level was 131 mg/dl. Reportedly, the customer attempted to reload the cartridge; however, received a minimum fill estimate despite the cartridge being filled with 460 units. Reportedly, the customer loaded a new cartridge successfully.